Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two 450cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with bilateral possible breast implant ruptures. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 500cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On february 13, 2023, mentor received additional information indicating that the correct date of event was on january 12, 2022 and that the correct date of implantation was on (B)(6), 2012. In addition, the suspect medical device's serial number are (B)(6) for the left and (B)(6) for the right. These information have been appropriately populated.

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab received two devices with lot numbers 6587295 and catalog of 3505004bc. After multiple follow ups to clarify the discrepancy between the initially reported catalog (3504501bc0 and the returned, no information was made available. The suspect medical device has been updated to the following: 500cc mentor memorygel breast implant (catalog: 3505004bc lot: 6587295). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.